Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced recurring incontinence and mechanical issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing 61-70 pressure regulating balloon (prb) was removed and a new 71-80 balloon was implanted. There were no further patient complications and the patient is expected to fully recover.